Event description:
The impedance measurements were all above 10,000 ohms except with contact 2 which was 1500 ohms. The pt was programmed with 1-2 contacts and its impedance measurement was 9143 ohms. Add'l info has been requested.

Manufacturer narrative:
(B)(4).